Event description:
The dealer said that the bar at the crossbrace has broken. There is no other information available at the time.

Manufacturer narrative:
Follow up to be sent if additional information is received.